Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the technical evaluation report (ter), it is likely that the event occurred by applying some external stress, such as hitting with hard object, to the broken area while the user was handling the subject device. However, a definitive root cause could not be determined. Instructions for use (operation manual) warns on handling of endoscopes as follows: "important information ¿ please read before use. Warning and cautions: warning: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." IFU (operation manual) states on inspection prior to use on the distal end as follows: 3.2 "inspection of the endoscope." 5. "Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera bronchovideoscope plastic distal end cover fell apart. There were no reports of patient harm associated with this event. Additional information has been requested regarding this event; however, it has not been received.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. The device evaluation found the following: the plastic distal end cover was cracked and damaged, the bending section cover rubber glue was chipped, the connecting tube had buckling, the universal cord was scratched, the connector and the shield and shield plate were corroded, the electrical connector unit was corroded, and the angulation was not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.